Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. No surgical intervention was performed and the increase in pacing thresholds was resolved with reprogramming. It was suspected that the lead had microdislodged. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.